Event description:
A caller reported intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer experienced multiple occlusion events and resolved them by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer used the cartridge for more than 72 hours, tandem technical support informed the caller about the cartridge's recommended usage duration of up to 72 hours, which the caller acknowledged.